Event description:
The service report shows, the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The hospital's biomed verified the malfunction, but could not duplicate the reported event. The unit passed extended self testing. No parts were replaced.